Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The following was reported: "surgeon experienced problems on small statured female patient getting b1 broach to seat. Flexible reamers up to size 12mm were used to open proximal femur following fitmore blade, starter broach, curved rasp and b1 broach failed to get broach to seat. B1 broach was then seated. Size b1 stem was opened and when impacted sat 10mm proud. The b2 broach was introduced and mildly impacted until it would not advance. B1 stem was then re-implanted. An iatrogenic fracture occurred while the b1 stem was still 8mm proud of where the bi final broach positon was. A tensioned cable was then secured around the proximal femur." Therefore, the surgery was extended for 16 until 30 minutes.